Manufacturer narrative:
Result of investigation: the tie rod is broken distally at the connection to the movable jaw, which means that the plunger no longer works properly. Corrosion can be seen in the area of the connection (corrosion can occur if the article has not been properly dried after reprocessing, see ri, page 14). The corrosion has affected the material properties, which, in combination with excessive mechanical force, has led to the breakage of the tie rod. The reported defect can be confirmed: the connection at the tie rod to the movable jaw is broken. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on january 29,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there is breakage of the drawbar at the jaw there is no information that the event caused a harm or serious injury to patient.